Manufacturer narrative:
Corneal endothelial cell loss. Claim# (B)(4).

Event description:
An article complaint reported that following implantable collamer lens (icl) implantation procedures, there were cases of lens opacity, endothelial cell density loss, filtration surgery performed and lens explantation. The cause of event was not reported.